Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 8 mdrs filed for the same event (reference 1825034-2013-02475 / 02482).

Event description:
Patient's legal counsel reported that a bilateral patient underwent a left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient was revised on the right hip on (B)(6) 2012 and the left hip on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, metal poisoning and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that a bilateral patient underwent a left total hip arthroplasty on (B)(6), 2010 and a right total hip arthroplasty on (B)(6), 2010. Subsequently, legal counsel for patient reports patient was revised on the right hip on (B)(6), 2012 and the left hip on (B)(6), 2012 due to patient allegations of pain, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports the patient's left hip was revised (B)(6), 2012 due to metallosis. The head was removed and replaced. Op notes for the right hip revision dated (B)(6), 2012 report the presence of clear yellow fluid with no metal observed in said fluid. The head was removed and replaced.